Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) showed automatic filling error. The pump was replaced later and no patient harm reported.

Manufacturer narrative:
Due to character limitation in e1 - event site complete address: (B)(6). Event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.